Manufacturer narrative:
The adverse event date for delayed healing and infection is unknown. This report is for 4 unknown 4.5 mm cortex screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint involves seven (7) parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a revision surgery on (B)(6) 2018 for removal of hardware due to infection and delayed healing. The hardware was implanted (one 4.5 mm va-lcp curved condylar plate/16 hole/336 mm/right, four 5.0 mm cannulated locking screws, one 5 mm locking screws, four 4.5 mm cortex screws, two 3.5 mm cortex screws, 3.0 mm headless screw and 1-3.0 mm headless screw) on (B)(6) 2017 by open reduction internal fixation procedure for treatment of a grade 3 open femur fracture. After the implantation of hardware on (B)(6) 2017, the patient underwent a masquelet procedure on (B)(6) 2017 as the patient was missing a large amount of bone, which is captured under (B)(4). After all these the patient suffered from infection and delayed healing so the hardware was removed during a revision surgery on (B)(6) 2018. All the implanted hardware was removed intact, except for one 1-3.0 headless screw which not able to be removed and was left inside the patient and was captured in (B)(4). After the removal of hardware both stimulan beads and antibiotic spacer were placed. The surgery was successfully completed without any delay and the patient was ok after the surgery. This complaint involves seven (7) parts. This is report 4 of 7 for (B)(4).